Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. Customer was advised that insulin pump would be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector was plugged in and locked into place properly. The insulin pump powered up properly after battery installation. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.